Manufacturer narrative:
The surgeon described the procedure as preventative. No product was returned for eval. No evidence was found that would suggest product error was a contributing factor. It would not be unreasonable to expect some wear after 14 years of implantation. The need for corrective action was not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient underwent preventative surgery to address osteolytic region at the tip of the press fit tibial stem. All components were noted to be solid. Poly wear and osteolysis indicated intraoperatively.